Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump had helium indicator malfunction.

Manufacturer narrative:
The complaint record is being cancelled, as the information provided does not meet the criteria of a complaint per the complaint handling procedure. In the event, additional information is received, the complaint will be reopened and updated accordingly. Since there was no helium leak or autofill failure issue, just the level of helium was very low. No other failure mode reported. Revert all sections to blank: b. Adverse event or product problem, d. Suspect medical device, e. Initial reporter, g. All manufacturers, and h. Device manufacturers only.